Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third party service center for evaluation. Visible foam degradation was observed in the device assembly. Error code 200 (indicating an issue with the pca) was found in the device log history. There is no allegation of serious or permanent harm or injury. No medical intervention was reported.